Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the pump display is cloudy with moisture. The reporter stated that the patient had a blood glucose (bg) of 320mg/dl with mild stomach ache, hard to understand and symptoms of dehydration. The patient did not receive any treatment above and beyond the routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. The pump passed delivery accuracy test and found to be delivering within required specifications. There was a crack on side of battery compartment. There was moisture visible in the display. The display is dim and letters have a red hue. Leak test verifies leak in battery compartment. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.